Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device; the malfunction was observed and the analog board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The analog board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty fuse on the analog board. Analysis for reports of this type has not identified an increase in trend.